Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately ½ tsp. From the rinse block of the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer also reported that there were differential voteouts. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was contacted on (B)(4) 2013 and reported that he resolved the leak and voteout issues by replacing tubing at the probe rinse block. Failure mode was related to tubing at the probe rinse block. (B)(4).